Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing. No intervention was performed, and the patient did not experience any consequences.